Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with a history of normal pressure hydrocephalus with placement of ventriculoperitoneal shunt. The patient continued to suffer difficulty with headaches and balance. The valve that had been placed had subsequently been recalled. Based on the patient's failure to improve in the recall of the valve, the surgeon recommended for interrogation and possible revision of the ventriculoperitoneal shunt. As a result, the valve was explanted and replaced with another manufacturer's device. It was stated the patient was doing well, and their headache was slightly improved post-operatively.